Manufacturer narrative:
Product analysis #706646707:analysis information -- 2024-07-17 13:23:13 cst pli# 20 product ID# 97715. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a manufacturer representative (rep). Regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). Rep reported, that one lead tail does not go into ins and the other lead tail inserted, but had connection issues. Technical services (ts), recommended trying to swap lead tails in the connector ports.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use, during the event include: brand name: specify, product ID: 39565-65, (serial#: (B)(6)), product type: 0200-lead, implant date: (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep repeated they could not seat existing paddle leads into intellis successfully. The rep cleaned and dried leads, then called technical services. Tried to rotate leads as physician pushed in, did everything tech services suggested. Cause was not know. Issue is resolved. Ins to be returned/ never implanted.

Manufacturer narrative:
Continuation of d10: product ID 39565-65, serial# (B)(6), implanted: (B)(6) 2010; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.